Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy/rectosigmoidectomy procedure, when the stapler was fired the blade moved forward but the staples did not close, the legs were opened. The blade moved forward and damaged the rectum. The stapler did not conclude the stapling. Another like device was used to complete the procedure. There were no patient consequences reported. One device was discarded.